Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported receiving a no delivery alarm on the insulin pump. Customer's blood glucose was 150 mg/dl. She was unable to troubleshoot at the time of the alarm as she was at work without an infusion set to change out. Customer stated she already ran insulin through the line and there was a possible issue with the cannula. It was advised to change the set as soon as possible.